Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. Performance data was also collected from the device and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the impedance of the right ventricular pacing lead was beyond the expected upper range, oversensing due to non-physiologic signals/sensing integrity counter, and unexpected delivery of ventricular tachyarrhythmia therapy. Concomitant medical products: 5568-45 lead, implanted: (B)(6) 2010.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead. The lead had increasing and high pacing impedance. Review of the performance data had noted a sensing issue as there was a high number of short v-v intervals and the lead integrity alert (lia) triggered. A lead revision was originally attempted but unable to be completed due to venous occlusion. It was later reported the lead was explanted and replaced. No further patient complications have been reported as a result of this event.